Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 22 x 1 - 1/4 eclipse was noticed to be missing the safety shield before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "material missing the needle device."

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer making it impossible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10

Event description:
It was reported that the needle 22x1-1/4 eclipse was noticed to be missing the safety shield before use. The following information was provided by the initial reporter, translated from portuguese to english: "material missing the needle device."